Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector for the navigation system was found to be damaged, resulting in the reported issue. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a procedure, communication could not be established between the imaging system and the medtronic navigation system in the operating room (or). There was no patient present when this issue was identified. No additional information was provided.